Event description:
Pt reported receiving an 07 (electronic error) after insulin leaked into the cartridge chamber. Pt indicated that her blood glucose was not affected. Pt indicated that she replaced the batteries and the pump continued to work.